Event description:
It was reported that a one-link needle free connector was involved with blood clotting during patient use. The blood clot occurred in the peripherally inserted central catheter (PICC) line, requiring the replacement of the PICC line. The one-link device was unable to infuse and was unable to be flushed due to the blood clot. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional narrative: as the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.